Event description:
It was reported that the customer was having issues with her insulin pump not responding to button presses as it should. The customer explained that the up arrow button on the insulin pump was not responding well. The customer stated that she sometimes had to press the button very hard in order for it to respond. The customer's blood glucose was 8.6 mmol/l. The customer stated that the keypad issue had lasted for a couple of weeks. The customer confirmed that the weather was hot and that she wore the insulin pump in her bra, possibly exposing the insulin pump to sweat. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.